Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "error code e105" was displayed temporarily because the lamp button was not pressed for more than 1 second and the lamp did not turn off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed error codes e105 and e849. The issue was found during a therapeutic gallbladder procedure. The user reported that they were able to clear the error codes and the procedure was completed with a similar device. There were no reports of patient harm.